Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a button error alarm while attempting a bolus. Customer also stated their buttons were unresponsive. The customer's blood glucose was 130 mg/dl. The customer recalled receiving a blood glucose reminder prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
No button error alarm. The insulin pump had intermittent button response due to moisture damage keypad trace. It also had minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip.